Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2025, the patient was outside with her spouse when she started feel dizzy. She felt like her blood sugar was dropping. Her husband helped her get into the car and provided her glucose powder (no information about the administration route). It was reported that the cgm and bg was not checked during this time but the cgm was reportedly inaccurate in the morning on the day of the event (cgm 5.0 mmol/l; bg 2.0 mmol/l). At the time of the report the patient was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid earlier in the morning. There were no reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms. No additional patient or event information is available.